Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to attempt troubleshooting steps, but when these were unsuccessful, tandem technical support decided to replace the pump. Customer will use multiple daily injections (mdi) as a backup therapy until the replacement, with updated software, is received. Training for the new pump will be available in their tandem source account. Customer acknowledged instructions for returning the faulty pump and did not require a signature for delivery.